Event description:
On 05 nov 2009, the sales rep reported that during surgery the doctor was removing the closure top and the prongs bent. The surgeon used another driver to finish the case. Additional info received from sales rep via telephone on 10 nov 2009, the sales rep reported that during a removal of hardware, the surgeon was removing the set screw when the prongs bent. There was no surgical delay. The surgeon used another universal driver in the kit to finish the case as intended.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.